Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.

Manufacturer narrative:
The initial medwatch reported that a loss of connection occurred. Upon further clarification it was determined that an alert 29 actually occurred which is not a reportable product problem and did not have the potential to cause or contribute to serious injury. H6: device code 3283 - removed.

Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury.  This event does not meet MDR requirements as defined by 21 cfr 803.